Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was noted that this stent graft was from an emergency rupture kit; however there was not an emergency rupture in this case. It was reported that the main body was implanted, as well as an extension. Upon the injection of contrast, it was noticed that there appeared to be a fabric tear in the main body of the stent graft and the aneurysm still had blood flowing through it. It was noted that this could be a type iii or IV endoleak, but appeared to be a hole in the fabric. An aui device was implanted with an occluder in the left iliac. A femoral-femoral bypass was also performed. This reportedly resolved the event. The physician stated that the cause of the event was device related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received reported that there was no external damage noted to the device packaging. The physician felt that the significant contrast leak at the level of the flow divider post implantation was from a fabric tear. If information is provided in the future, a supplemental report will be issued.